Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. This defect was confirmed as binding. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the customer reported the 30-degree endoscope started rotating on its own halfway during the case. The camera would not rotate manually, turned stiff and continued to make squeaky noises. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the surgeon stated the preceptor said the motor gears in the endoscope were making a strange sound and were malfunctioning. The endoscope also would not come back to the baseline horizon on flipping the endoscope from 30 up and 30 down. No further additional information can be provided at this time.